Event description:
The manufacturer received information alleging that during upgrading the software at the patient's home, "ventilator inoperative" was displayed on the red screen, then the device stopped operating. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.